Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative charged the system and it was then able to power on as expected. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not power on. It was noted that the hospital did not power down the system and connect the power cable the day before. No additional information was provided. There was no patient present when this issue was identified.